Event description:
It was reported that a smiths medical pump displayed no disposable alarm. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h3: two cadd cassette reservoirs from part number 21-7308-24, lot number 3955135 were received in new condition inside their closed original packaging. The samples were filled using a syringe then connected to the a cadd legacy pump; the sample was primed and connected without difficult. The pump was set running and no alarm was activated. The failure was not confirmed because the returned samples passed the functional test. There was no fault found with the returned samples.